Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and service code 204) was isolated to the electrode belt trunk cable being severed and the cables were cut. The connector was missing. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and was damaged.